Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5, g3, h6 (medical device problem, investigation findings, component code).

Event description:
N/a.

Manufacturer narrative:
(B)(6). It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unexpectedly entered standby mode on its own. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and was unable to reproduced the issue. The unit ran successfully for several minutes. As a precautionary measure, the fse reinstalled the b.17 software. The unit passed all functional and safety tests in accordance with the factory specifications.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was going into standby mode on its own. There was no patient involved and no harm reported.